Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed which revealed a missing cap in the air vent filter of the chamber. The reported condition was verified. The cause of the condition was due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set was leaking coming from the air vent. This was further described by the reporter as ¿does not have the lid to seal the drip chamber¿. This was identified during priming. There was no patient involvement. No additional information is available.